Event description:
On 26-aug-2025 the end-user reported that on (B)(6) 2025 they experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl, followed by a fall and loss of consciousness. The end-user was transported to the hospital by caregiver for evaluation and imaging. The end-user was discharged the same day with no long-term complications reported beyond the sustained injuries.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.